Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis revealed no anomaly found for the pump. The pump passed all the non-destructive testing.

Event description:
It was reported that the pump was replaced due to volume discrepancies. The actual residual volume compared to the expected residual volume varied 7-10 cc at each refill. The pt outcome was reported as "no injury, recovered without sequela". No rotor or dye studies were performed. The pump was used to deliver dilaudid.